Event description:
The hosp. Reported that during a coronary artery bypass procedure, two heartstrings seals did not deploy out of the delivery tube into the aorta. A third seal was used to complete the procedure. No pt complications were reported by the hospital.